Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with an inspiris resilia valve model 11500a23 implanted in aortic position underwent surgery to treat a pvl on pod+1. As reported, the pvl was observed during post-operative echo. During the re-intervention, it was observed that some stitches were released due to calcium that was in the ring, calcium was removed and the valve reinforcement was reinforced. As per medical opinion, the reported event was not due to a device malfunction but due to an medical error during valve suturing. Reportedly, the patient did not suffer any injury or adverse event due to the re-intervention. The re-intervention was successful and the patient was noted as to be fine, with no pvl, after the procedure. The patient was discharged home.